Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in doing so, but the pump did not turn on after a few minutes. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.